Event description:
It is reported that the customer had high blood glucose levels of 512 mg/dl. The high blood glucose level was treated with a back-up plan. The mother of the customer reported receiving a button error alarm from the insulin pump. The mother of the customer reported that her son had gone swimming and the insulin pump had come into contact with water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.